Manufacturer narrative:
The referenced hospital admission for gi bleeding on (B)(6) 2017 was reported on medwatch MFR report # 2916596-2018-00242. (B)(4). Approximate age of device - 1 year, 8 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with melena stools and a low blood count. Three endoscopies with capsule were performed. The endoscopy found obstructive jaundice. A push enteroscopy was performed on (B)(6) 2018 and no source of bleeding was found to the proximal jejunum capsule. Based off of an abdominal x-ray, the patient¿s current gastrointestinal (gi) bleed was likely due to small bowel arteriovenous malformations (avms). The patient was transfused with a total of 6 units of packed red blood cells (prbcs). The patient also received an octreotide continuous intravenous infusion and warfarin was held as of (B)(6) 2018. The gi bleeding was reportedly resolved by (B)(6) 2018 and the patient was discharged on (B)(6) 2018. The patient has been previously hospitalized with a gi bleed in (B)(6) 2017.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.